Event description:
Ethicon curved tip vascular 4 staple line endo-stapler was passed by the surgeon easily across a pulmonary artery branch, via thoracotomy incision, and was the last arterial branch prior to completion of the left upper lobe for primary lung cancer. The stapler appeared to function normally. Around 5 mins after staple completion, there was sudden dehiscence of the mid segment of the staple line. This was addressed traditionally, initially with gentle pressure, then a clip, then suture. The tissue was friable and the buttressed suture tore through the tissue resulting in massive bleeding. Although the artery was clamped, ultimately repair of the situation could only be achieved with proximal division of the pulmonary artery within the pericardium. The pt was resuscitated but ultimately succumbed to the effects of the event. Metastatic cancer to lymph nodes both within the lung and within the mediastinum. Although another arterial branch was involved with tumor and required suture ligation, this artery was not adjacent to malignant adenopathy and dissected easily. There was no discernable defect in the tissue at this area prior to, or immediately after, division. There was little, if any, blood loss during the procedure until this point. Dates of use: (B)(6) 2018 - (B)(6) 2018. Diagnosis or reason for use: facilitates lung resection.